Event description:
On (B)(6) 2017 the reporter contacted lifescan alleging that their child¿s onetouch ultrasmart meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 9am on (B)(6). The reporter stated that the patient obtained a blood glucose reading of 500mg/dl on the subject meter and stated that this was higher than the patient¿s ¿normally high reading of 200mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with an insulin pump. The reporter stated that the patient ate less food/drink in response to the reported high reading. The reporter stated that the patient developed symptoms of ¿fever and diarrhea¿ at around 11am. The reporter stated that the patient sought medical attention in response to their symptoms and high readings. The reporter stated that the patient was treated with 10 units of insulin by the emergency medical services. The reporter also stated that the patient¿s insulin pump was empty at the time of the hcp treatment. The reporter stated that the hcp tested the patient¿s blood glucose and obtained a reading of 39mg/dl. No other medical treatment was reported. At the time of troubleshooting the cca noted that the patient¿s test strips had expired in 2009. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.